Event description:
Covidien received information stating that the graphic user interface (gui) was inoperable. The ventilator was not in use on the patient at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and backlight inverter pcb's. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).